Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the ER for high blood glucose and was given an IV drip of sodium chloride. Her blood glucose at the time of incident was 531 mg/dl. The customer stated that she had taken medication that caused her blood glucose to rise. The customer treated with a manual insulin injection. The insulin pump was inspected and the drive support cap appeared normal. The customer declined to check their delivery settings, and no high pressure test was performed. No products were returned or replaced.